Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral duodenal stent 27/22x12 had been implanted during a stent placement procedure in the gastric antrum performed on an unknown date. According to the complainant, the stent had been implanted to treat a 4cm stricture due to gastric cancer and the patient's anatomy was tortuous. Reportedly, the patient vomited after a meal, which led the physician to check the stent on (B)(6) 2015. The physician performed a CT scan and then went in with an endoscope. During the endoscopy procedure, tissue ingrowth was confirmed in the stent. A second stent was implanted within the wallflex enteral duodenal stent 27/22x12 to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.